Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and an adc (analog digital converter) voltage out of range was recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the firmware on the battery due to the vendor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient a 980 ventilator had a battery malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and performed extended self-testing on the device, all tests passed.